Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right side of the external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was used to predilate the lesion. The initial inflation was 10 seconds at 14 atmospheres. Upon second inflation for 10 seconds at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).